Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the middle and distal end of left anterior descending artery. A 3.50x38mm promus element long drug-eluting stent was advanced for treatment; however, the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.